Manufacturer narrative:
Analysis was performed on the returned device. The reported bend to the guide was confirmed based on the returned device condition. The reported difficulty inserting the device into the patient anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported damage to the packaging could not be verified/ confirmed as the packaging was inadvertently discarded. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the proglide instructions for use (IFU) states: do not use the perclose proglide smc device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, it was reported that the packaging seemed damaged but was not specifically confirmed by the account. The damage was described as scratches and not specifically a tear or puncture through the packaging that would compromise sterility. The use of the device after damage observed to the packing would not have contributed to the reported difficulty inserting the device in o the patient anatomy. Based on the returned device analysis, a conclusive cause for the reported difficulty inserting the device into the patient anatomy could not be determined. Factors that contribute to difficulty inserting the device may include, but are not limited to, poor material lubricity or coating adhesion, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The reported bend to the device may be an artifact of the resistance encountered inserting the device into the patient anatomy. It is possible that the reported damage/ scratch to the pouch occurred due to handling while unpacking. However, this cannot be conclusively determined. The patient effect of pain is listed in the proglide IFU as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. E1 correction: first name updated from unknown to (B)(6).

Event description:
Subsequent to the initially filed vig report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, the proglide device was unable to penetrate the artery. The guide tube bent due to the resistance during insertion of the device into the anatomy. The patient was in pain. The outer packaging (pouch) of the device seemed scratched. The account does not remember the exact damages but reported that the packaging was noted as damaged. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier - use after damage.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, the proglide device was unable to penetrate the artery. The patient was in pain. The packaging of the device seemed scratched. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.